Manufacturer narrative:
Additional narrative: patient identifier is unknown. Date of postoperative breaking is unknown; however, the discovery occurred on (B)(6)2015. Additional product codes for this report include hwc. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: october 23, 2013 - expiry date: october 1, 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: when examining the proximal fracture surfaces of the nail using sem, the areas of fracture initiation and the fracture behavior (the direction of fracture propagation) were identified. The crack started at the lateral side of the nail on both sides of the hole and ran into the material. After breaking, the two nail fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, a few fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Both fracture surfaces then merged into mixed fracture, containing fatigue striations and dimples indicating moderate loads. Sem observations and findings showed that the nail failure was caused by fatigue and overload. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke at a blade hole. The breakage was discovered on (B)(6) 2015. The patient underwent a revision/explant procedure on (B)(6) 2015. No additional information is available at this time. This report is 1 of 2 for (B)(4).